Event description:
It was reported that a t-handle was unable to be attached to the driver of the reduction finger. The surgeon used the reduction finger by hammering it without the t-handle. The shaft came off the driver and fell into the bone canal. A two-hour delay in the procedure was incurred while removing the shaft.

Manufacturer narrative:
This report will be amended when our investigation is complete.